Event description:
The complaint reported as: the customer alleges that the circuit failed sst leak testing prior to use on a pt. No report of pt injury.

Manufacturer narrative:
A visual, dimensional and functional investigation of the product involved in the complaint could not be conducted since the product involved in the complaint was not returned. A device history record review (DHR) for the reported lot number (02a1001042) was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR review shows that the product was assembled and inspected according to our specifications. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported. For catalog #780-24 the assembly process and mfg procedure were reviewed and no findings that can potentially relate to the reported issue were found. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the product sample becomes available this complaint will be reopened.